Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported vasoview hemopro 2 during the procedure, silicone separated from distal end of the jaws. New vh-4000 opened to complete the procedure without further delay except time needed to open kit. No components of the device detached. No patient injury reported.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000479501, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.